Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. Mechanical interaction with blood/hemolysis: the clinical details state that the "physician suspected hemolysis. Beside echocardiogram obtained. Inflow positioned mid-cavity in the left ventricle (lv). Outflow well about aortic valve. Decision made to bring patient back to the or. Device removed, clot noted on both inflow and outflow." There were no data logs returned. The product was returned and there was clot in the cannula and wrapped around the impeller. There were no damages noted of the pump. Since the clinical details confirmed good positioning, a clot on explant, and that the patient was stable after the pump was removed along with clot noted in the returned product, the root cause of the mechanical interaction with blood is most likely due to biological material, but the cause of the biological material cannot be established. Device history review: impella passed all post sterile inspection checks.

Manufacturer narrative:
Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. D9 has been updated to reflect product was returned for investigation. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect product was returned and investigation is underway.

Event description:
It was reported that a patient implanted with an impella 5.5 was suspected of having hemolysis. The pump was explanted and clots were noted on the inflow and outflow. The patient was in stable condition.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.